Event description:
This patient had original left total knee arthroplasty in 1992. She did well until approximately two years ago when she began to have left knee pain. She presented to the hospital for revision secondary to increasing pain. Intraoperatively synovitis of the left knee was present along with foreign body reaction. Several broken pieces of polyethlene was also noted. All components were removed and replaced.